Event description:
It was reported to gore that a gore viabil biliary endoprosthesis was placed for a benign stricture of the hilum. Upon removal approximately 2.5 months later, the endoprosthesis migrated proximally about one third of the way up into the common bile duct. During removal with rat tooth graspers, the endoprosthesis unraveled and several pieces of the nitinol wire broke off. All but the hilar section was removed successfully. An additional procedure was performed to remove the remaining portion. The patient is reported to be doing well.

Manufacturer narrative:
The device was not returned and the lot number was not provided. Consequently, a direct product analysis and review of the manufacturing records could not be performed. It should be noted that gore viabil biliary endoprosthesis is not indicated for the treatment of benign biliary strictures. All information has been made available for tracking, trending and follow up.